Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met when the syringe needle was being inserted through the cartridge septum causing the needle to bend. Customer used another needle to successfully fill the cartridge. There was no reported impact to customer's blood glucose.